Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 97792, lot# n449464, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but were working with their doctor or manufacturing representative.

Event description:
It was reported that the patient never had therapeutic effect and when the device was permanently implanted, they never received relief from the therapy. Stimulation would reach the patient's legs, but not their feet. If the patient tried to turn stimulation up it felt like something was pinching their legs off below the knee. An x-ray was taken and the patient¿s healthcare provider (hcp) determined the leads had migrated one level up. The patient stated the hcp was unable to program the area they needed. A further appointment was scheduled with the hcp on 2014-08-22 to discuss implanting a paddle lead. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.